Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation), e1 (event site state) nurse reported that the alarm keeps going off. She did not utilize the help screen or the iab fill key. She also stated that she unplugged the helium tubing and plugged it back in to resolve the alarm. Esp personal had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personal explained the nature of the alarm and based on the information she gave esp personal regarding the patient's hemodynamics and clinical picture, the alarm was likely caused by several reasons, including ECMO, intubation, and increased heart rate. They also discussed utilizing the iab fill key to resolve the issue.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name: (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.